Manufacturer narrative:
The initial MDR 2432235-2017-00559 was filed october 19, 2017. Corrected information (10/27/2017): the correct date, date received by manufacturer is 09/14/2017. Cannot be updated with this information as it is currently being used for this report. Additional information (11/01/2017): a siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the cse made no mechanical observations that would indicate that an instrument failure contributed to the discordant result. Hsc could not rule out that pre-analytical sample handling issues potentially contributed to the discordant result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within range before and after testing of the sample in question. A siemens customer service engineer (cse) was dispatched to the customer's site. While evaluating the instrument, the cse inspected the wash station, sample probe and reagent probe alignments, the acid and base dispenses. The cse cleaned the ionizer. The cse inspected the luminometer dark counts and background. The cse ran precision using controls and patient samples, resulting within range. The cause of the discordant, falsely low tsh3u result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (3rd generation) (tsh3u) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s) as their laboratory protocol is to repeat tsh3u samples with abnormal results before reporting. The sample was repeated on an alternate advia centaur instrument, resulting higher. The sample was then repeated on the original instrument and on the alternate instrument, the results matched. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tsh3u result.